Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50mm aaa. It was reported approximately one month post index procedure, the patient presented emergently with right leg pain. CT showed the right limb was occluded. Intervention was performed where the physician was able to cross the limb and use a non mdt device to suck the clot out and clean the limb out. The stent graft was then ballooned and another stent was implanted in the eia to fix the blood flow. The patient is currently recovering in the hospital with a residual distal clot and is expected to make a full recovery. Per the physician, the cause of the event was anatomy and due to the patient stopping their medication and still smoking which lead to the limb thrombosis. No additional clinical sequalae were reported and the patient will be monitored.